Manufacturer narrative:
A1-a6/b5-b7: patient involvement updated. H6: codes updated. H3: h3: the device was received for evaluation. Service history review identified there were two (2) repair requests in the past one year. The most recent repair request was made on 2025-apr-10 (ro#1411001). Visual and functional tests were performed. The reported error was confirmed. The root cause of the issue was an anomaly in the microprocessor board. The microprocessor board was replaced to fix the issue.

Event description:
There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that lec1270 was displayed. There was patient involvement and no patient harm reported.